Event description:
It was reported that the valve was defective.

Manufacturer narrative:
The valve was patent and passed siphon testing. The valve did not pass reflux testing. It was within spec for pressure-flow testing at 20.4 ml/hr at -50 cm. It did not meet specs for all other pressure-flow and preimplantation testing. The valve failed leak testing due to a tear in the delta chamber. A visual examination of the valve showed that there was crystalline debris on the membrane surface in the distal occluder. Debris within the valve may interfere with the membrane resulting in low pressure-flow results. A review of the manufacturing records was not possible as no lot number was provided. All of our products are 100% tested at the time of manufacture.